Manufacturer narrative:
One used microclave¿ clear connector, one used gripper plus power, one used spiros and one 120ml baxter bottle was received for evaluation 2/3/2023. A photo was also available for evaluation; the complaint of leakage and disconnection was unable to be confirmed from the photo provided. Each of the assemblies and connections returned were evaluated with pressure leak testing. There was no leakage at any location along the assembly fluid path or at the connection points. The male luer of the spinning spiros was connected to the female luer of the microclave and again pressure leak tested and there was no leakage or propensity to disconnect. Each of the ICU medical devices were measured for luer compliance and each of the connection points met iso design expectations. The complaint of unscrewing, disconnecting, and leakage were unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a microclave® clear connector in which it was reported that the microclave unscrewed from the gripper throughout the treatment with an infuser. The infuser stopped and the 5-fluorouracil drug did not go through during patient infusion. There was reported spillage of the drug and blood through the connection of the microclave and gripper. There was little blood loss during the incident and there was unprotected exposure to 5- fluorouracil chemotherapy for the healthcare provider and/or the patient. When the microclave was loosened from the gripper connection, blood flew back as the gripper was opened. The blood refluxed from the port-a-cath into the elastomeric when the drug finished passing. The gripper was placed for treatment through pump during the day in the hospital and then the infuser was placed, which was taken home by the patient for 48 hours. The entire system was checked (e.g., port, infuser, extension set) and everything was ok. After the incident, it was found that there was occlusion when trying to wash with saline solution, thus the gripper was removed and a new one was placed to wash the port-a-cath. The event occurred during patient use, however, there was no harm reported as a consequence of this event.